Event description:
The customer contact reported the device touchscreen was not responsive. The device was returned to the biomedical department for an unspecified reason. No specific patient information, pump programming, or event details were provided. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer provided testing and investigation at the user facility. During testing the device touchscreen did not respond when pressed. This was due to a broken touchscreen. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.